Manufacturer narrative:
Initial and final MDR 1876044 - MDR 3003442380-2024-05139 - device 3 of 10. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten (one box) infusion set cannula kinked events within last two months from (B)(6) 2024. The event occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was high (specific value unknown) and patient treated it with correction injection via multiple daily injection (mdi) followed by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.